Event description:
It was reported this atrial lead was removed (capped) from service due to cracked insulation. The lead was actively implanted for approximately 10 years, 7 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to MDR's, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it is capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.